Event description:
Customer reported 3rd pin from the left and last pin on the right on accu-chek inform meter are blackened. No adverse event reported. Accu-chek customer care service center sent new meter to the customer and return requested.